Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, wear abrasion, a void >1 mm on side non-textured, and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one smooth crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.